Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Onsite functional and visual examination was performed by a manufacturer representative. The battery charger output was higher than specification. The battery charger was replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure during planned maintenance (pm). It was reported that the charger output for two channels was too high. There was no patient present when this issue was observed.

Manufacturer narrative:
The motor battery charger pcba was returned to the manufacturer for analysis. Analysis found that the part passed functional output bench testing. Passed visual inspection. Installed motor charger board in a known good system and the system readied and charged as expected. No battery, low voltage or unexpected power down while under test. No functional problem found. If information is provided in the future, a supplemental report will be issued.